Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt said that their inceptiv scs ins was implanted yesterday. Pt's information was not yet available in the system. The reason for call was that the ins was implanted yesterday and group a was turned on. Pt said that they were okay sitting in a chair, but the minute they laid down in bed the stimulation was very strong down their legs. Pt said that if they moved left or right, they got like an electric shock. Pt said that they tried moving in another direction as they thought they were stretching the leads or something and they got in a position where nothing was happening (stimulation was not too strong), but they couldn't sleep in that one position. Pt said that they had turned the therapy off since they had decreased the stimulation from 5.2 down to 4, but the stimulation wouldn't go down any further then 4 and it was uncomfortable. Agent reviewed ps/rep/hcp roles with the pt and redirected to hcp. Pt said that they had a call placed into the rep today, but the rep was in surgery all day. Pt said that they would leave the rep a message requesting a call back. Pt asked about recharging the ins; agent reviewed. Agent reviewed general use with the pt.